Manufacturer narrative:
The device returned was the sleeve of a model ethb5lt. Final device investigation found that the device was returned in good visual condition with a separate black rubber ring returned with the device. In an attempt to determine the origin of the rubber piece came, the device was broken into tis component pieces. All of the device parts were present and intact. It was determined that the piece returned was not part of the device. It also determined that the piece did not come from an ethcb5lt. Info regarding the device's inability to hold a seal was later reported after completion of the initial investigation. The device could not be pressure tested in its condition.

Event description:
It was reported that near the end of a diagnostic laparoscopic procedure a rubber piece fell into the patient from the device. The piece was seen at the end of the procedure when the patient was being checked. The piece was retrieved with a grasper. There was no patient injury. It was later reported that when an instrument was put in the device, something black fell into teh patient. It was immediately retrieved, the instrument was pulled out and then the device would not maintain a seal.